Event description:
It was reported that a customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue while using an insulin pump and related supplies. There was no adverse impact to the customer's blood glucose level. The customer received intravenous fluids and insulin, which resolved the issue. The pump system was checked and found to be functioning as intended, and no permanent damage was identified by healthcare professionals. The customer had not been released from the hospital, and the caller declined further follow-up to obtain a release date.